Event description:
It has been reported to philips that the wireless footswitch intermittently lost connection to the system. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, this complaint is not related to the issue addressed in medical device correction z-0476-2022. Instead, this complaint is related to an in-room wi-fi access point. The system was in clinical use when the issue occurred. The planned treatment was completed normally by using a wired foot switch. A philips field service engineer (fse) inspected the system onsite and could not confirm the reported issue. The fse performed measurements of wireless signals in the room and tested for interference between the wireless foot switch (wfs) and other wi-fi signals. The local it representative has changed the configuration of the suspected in-room wi-fi access point. The configuration was changed in such a way that the channels which are in use are separated. After the configuration was changed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.